Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6) (r936837301). It was reported that on (B)(6) 2025, a 25mm epic max valve was implanted in the patient. After the procedure, a cardiac tamponade was noted and a re-thoracotomy was performed. On (B)(6) 2025, the patient could not speak complete the sentences and was not oriented to time or place. A blood pressure drop was noted and increased the drop noradreline. On (B)(6) 2025, paroxysmal atrial fibrillation was noted and amiodarone/potassium was administrated and an electrical cardioversion was performed. The patient was reported stable.

Manufacturer narrative:
An event of cardiac tamponade, impaired speech, hypotension, and paroxysmal atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the root cause of the reported events could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as re-thoracotomy, medication administration, and cardioversion were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.